Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that a ar-9236-01pp glenoid trial is damaged. This was discovered during a case when the device was found to have two broken pegs. There was no patient effect reported